Event description:
A malfunction alarm identified as "malf 12" was reported with no notable events occurring prior to this issue. There was no adverse impact to the customer's blood glucose level. Customer was assisted by technical support in resetting the pump, after which the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the malfunction code appeared again, which they acknowledged and understood.